Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (duration not reported) on (B)(6) 2021. This report is submitted on september 01, 2021.

Manufacturer narrative:
This report is submitted on august 13, 2021.

Event description:
Per the clinic, the patient experienced a skin flap breakdown. The patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the internal magnet was removed, and an implant was placed on the internal fixture.